Event description:
Drug/diluent: unk. Fill volume: unk and flow rate: unk. Procedure: unk and cathplace: unk. Pump infused in less than 24 hours. Pump replaced after surgery approximately 5pm on (B)(6), 2011. By 8:30am on (B)(6), 2011, pump almost completely empty. Date of event: (B)(6), 2011. Per dfu: labeled fill volume: 400ml. Maximum fill volume: 550ml. Saf flow rate: 2, 4, 6, 8, 10, 12, 14ml/hr. Bolus dose: 5ml and refill time 30 mins. Total flow rate: 10ml/hr + basal rate. Delivery accuracy: when filled to the labeled volume, select-a-flow delivery accuracy is +/- 20% while ondemand bolus dose is +10/-20% of the labeled rates when infusion started 0-8 hours after fill and delivering normal saline as the diluent at 22 degrees c/72 degrees f.

Manufacturer narrative:
Method: sample has not yet been received, but was reported to be available. Results: without the actual product, an analysis cannot be conducted. Conclusions: the sample will be evaluated when received and a follow-up report will be filed.